Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi) testing. This occurred in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: the reporter indicated the downstream pressure readings were 23.73, 23.80 23.70 pounds per square (psi) inch which indicates a failure to detect downstream occlusion. H10:the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.